Manufacturer narrative:
On (B)(6) 2015 a medtronic representative, following-up at the site, reported the surgeon continued navigation and deemed being accurate. Return requested. Replacement camera shipped to site (B)(6) 2015. Medtronic investigation of returned suspect device finds that the positioning sensor unit (psu) powered up without the fault light illuminated, however, it came on after a few minutes. A check of the event log revealed a history of illuminator current moving in and out of range since (B)(6) 2015. Otherwise, the psu passed an aak test at .21 mm. Electrical failure. System fault code - illuminator current out of range. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the navigation system camera has been replaced. Navigation system is functioning as intended. Issue resolved. No further issues have been reported.

Event description:
A medtronic representative reported that, while preparing for a spine procedure, it was noted that the camera fault light was illuminated. The medtronic representative instructed them to open the ndi system configuration utility application and check the status of the camera. Camera status showed a hardware fault and the system status showed, "illumination hardware faults. Return for service." The doctor was still able to verify instruments. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.